Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd¿ slip-tip disposable tuberculin syringe's plunger was broken, and the stopper was "distorted" and located at the "0.5 ml" mark. The defects were noticed in the unopened packaging before use. The following information was provided by the initial reporter: "in the unopened package, the white plastic plunger was fully inserted into the syringe barrel, but the black rubber seal was located in the middle of the barrel at about the 0.5 ml mark, distorted and unusable."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ slip-tip disposable tuberculin syringe's plunger was broken, and the stopper was "distorted" and located at the "0.5 ml" mark. The defects were noticed in the unopened packaging before use. The following information was provided by the initial reporter: "in the unopened package, the white plastic plunger was fully inserted into the syringe barrel, but the black rubber seal was located in the middle of the barrel at about the 0.5 ml mark, distorted and unusable."